Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 509 mg/dl, vomiting, diarrhea, and chest pain. The customer was treated with intravenous insulin and saline, and was discharged from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer did not have an active continuous glucose monitor session going due to the non-tandem sensor wire becoming bent. The customer changed the sensor, however, the control iq software still did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) reviewed pump data and found the that pump performed as intended, however, the control iq software was not active as the customer did not enter the sensor code and did not calibrate the sensor as requested by the pump. Cts confirmed the pump functioned as intended.